Event description:
During a paroxysmal af procedure using a volt catheter and an agilis 13f sheath, the proximal ring electrode detached from the volt catheter shaft and required a snare to remove it from the lspv of the patient. The catheter was prepared normally. After transeptal puncture, the rspv and a common left pulmonary ostium were successfully ablated. Accessing the ripv was difficult and required multiple maneuvering combinations with the agilis sheath, guidewire, and volt catheter. The ripv was reached and several ablation applications were delivered. During repositioning, the catheter slipped out of the ripv. When attempting to re enter, resistance was noted while moving the catheter in and out of the sheath. Attempts to pull the volt catheter back into the sheath were unsuccessful. After additional manipulation, the proximal ring electrode detached from the volt shaft, and the electrode became lodged in the lspv. The volt catheter could then be retracted into the sheath, and the entire assembly was pulled back into the right atrium. Interventional cardiology and neuroradiology were consulted. The team decided to retrieve the electrode fragment with a snare catheter. The assembly was removed from the patient, and a new 13f agilis sheath was inserted into the left atrium. One smaller piece of the shaft electrode came outside when the catheter was removed. Examination of the removed catheter showed a small piece of the shaft electrode had separated and the plastic coating beneath the proximal shaft electrode had been shaved off. Comparison with an older volt catheter helped estimate the size of the remaining ring fragment in the lspv. A suitable snare catheter was selected, and the team successfully captured the fragment inside the agilis. The assembly was then removed, and venous access sites were sutured. An x ray from the heart to the head showed no additional anomalies. The patient was screened for stroke symptoms, all of which were negative. There are no alleged further complications, and the patient was discharged the following day.